Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 14. Sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, increased sensitivity, hypersensitivity and inflammation. No further patient complications were reported.